Manufacturer narrative:
Additional information: according to the information received from the field the recipient underwent a revision surgery due to csf leakage three weeks post implantation surgery. During the surgery the electrode was accidentally pulled out of cochlea and re-inserted. No further issues are reported. The device remains implanted and in use. This is a final report.

Event description:
The clinic suspected csf leakage, a revision surgery was performed on (B)(6) 2023. During the surgery the electrode array was accidentally pulled out of the cochlea. The array was re-inserted.

Event description:
The clinic suspected lymph leakage, therefore a revision surgery was performed on (B)(6) 2023. During surgery it was discovered that the electrode was out of the cochlea. Further information will be collected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.